Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have reseated the breath delivery unit (bdu) pcb and could not duplicate the reported failure. The ventilator passed all testing.